Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient that is planned to have an intraocular lens (iol) explant in the right eye. The patient has a hyperopic outcome and complains the right eye is still blurry. The facility reported the intra-operative aberrometer gave a false reading. Additional information received stated the iol has been explanted and replaced with a new lens. Symptoms have resolved.